Manufacturer narrative:
A visual inspection was performed on the returned device which found the stent to be mislocated. The reported product quality problem/physical property issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported product quality problem/physical property issue appears to be related to circumstances of the procedure. In this case, it is likely that inadvertent mishandling during unpackaging and/or preparation of the device contributed to the reported proximal and distal stent damage (product quality problem/physical property issue) in addition to the noted stent movement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the distal left anterior descending artery. Out of packaging, a 2.80x16mm rx graftmaster was noted to be damaged and therefore not used. The damage was not specified. A 2.80x16mm rx graftmaster covered stent was deployed at 15 atmospheres and sealed the perforation. There was no reported adverse patient sequela reported. No additional information was provided. Device analysis of the unused 2.80x16mm rx graftmaster found the stent to be mislocated.